Event description:
Patient underwent extensive oral surgery - procedure lasted 8+ hours. Postoperatively, patient was noted to have stage I pressure sores on the lateral-dorsum aspect of the ankles bilaterally from the sewn-in end tubing of the sequential compression devices. Appropriate positioning and gel padding was utilized. The scds are designed in such a way that they cannot be adjusted to avoid the end tubing pressing against the ankle without rendering them ineffective or kinking the tubing. Six weeks post op, the patient still has pain, numbness and tingling due to nerve injury. Following up with an orthopedic surgeon who has put her on neurontin. Possible follow up with neurologist. Concern is for possible long term/permanent nerve injury.